Event description:
The suction tip was warped and unusable, defective tubing; suction tubing is not fitting with the k61 yankauer.

Manufacturer narrative:
It was reported that suction tip was warped and unusable, defective tubing; suction tubing is not fitting with the k61 yankauers. The defect was noticed prior to use, single sterile suction tubing was pulled from supply, and not used. There were no reports of death, serious injury, medical intervention, or follow up care.